Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump¿s batteries would last only for 12 hours. It was also reported that the device would not alarm for a low battery. The customer¿s blood glucose during the incident was unknown. A short insulin pump reset was performed. The rewound the device. The battery cap and compartment was checked. They were advised to monitor the device. It was noted that the customer called back to report that the problem was not resolved. The customer¿s blood glucose during the call was 8 mmol/l. They checked the alarm history and there was no low battery alert. The device will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Detailed trace analysis shows that pump alarmed low battery and then power error 25 alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance at electrical board. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The pump powered up properly after insertion of the battery. The insert battery alarm, power loss alarm, and time, date entry screen displayed properly during testing. No absence of alarm anomaly noted during testing. Pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.